Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd received 2 samples and 1 photograph from the customer in support of this complaint. The samples and photo were evaluated and the customer's indicated failure mode of missing label was observed. Additionally, 100 retained tubes from this lot number of the bd inventory was evaluated and, identified no further examples of missing labels. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing eight occurrences of missing labels. The following has been provided by the initial reporter: before use, it found that the tube had no labels.